Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. This event took place prior to use. There was no patient involvement as this had not been used on the patient, therefore no harm to any patient was caused. The intended procedure was performed and completed with another device.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device lot had no anomaly in inspection. The exact cause of the event cannot be exclusively identified. However based on past investigations, the issue of the missing teflon pad piece possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section as below. 1. The distal end of the tissue pad was peeled away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). 2. The peeled tissue pad was broken off due to the some force added to the tissue pad. Contact to non-insulated area of jaw: 1. The distal end of the tissue pad was worn away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). 2. The probe and the non-insulated area of the grasping section became in contact with each other. 3. Output was performed under this situation, an error occurred. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
An FDA sus voluntary event report medwatch (B)(4) was submitted for this event. Event happened in (B)(6) 2020. Exact date is not known. There is no additional information available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device tip had part of the teflon piece missing. There is no reported patient harm or adverse impact.